Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the right ventricular lead exhibited high capture thresholds. During the lead revision procedure, fluoroscopy revealed lead dislodgement. Additionally, the lead helix could not be extended. The lead was removed and replaced. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, high capture threshold, helix mechanism issue. As received, a complete lead was returned in one piece for analysis. The reported event of high capture threshold was not confirmed but helix mechanism issue was confirmed. The helix was found to be retracted and clogged with blood. After cutting the lead and cleaning the distal portion of the lead, the helix could be extended and retracted by applying torque directly to the inner coil. The measured full helix extension length was within specification. The cause of helix mechanism issue was isolated to blood clogged throughout the inner coil at the distal portion.